Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter had a calicode issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged meter issue began at an unspecified time on (B)(6) 2016. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise. It is not known whether the patient made any immediate changes to their regular diabetes management regimen as a result of the alleged product issue. The patient reported that 35-45 minutes after the alleged product issue occurred they developed the symptoms of ¿dizziness and headache¿. As a result of these symptoms the patient was treated by a healthcare professional (hcp) in the emergency room (e.r). The patient was given ¿IV fluids¿ as well as additional food and/or drink at 9pm on (B)(6) 2016. The patient¿s blood glucose was measured in the emergency room, however, the result which was obtained at this time could not be provided. At the time of troubleshooting the cca was able to resolve the issue with troubleshooting. The patient¿s products were replaced and requested for evaluation. Although the alleged calicode issue was resolved with troubleshooting during the patient¿s initial call with the cca, this complaint is being reported because the patient reportedly required hcp intervention in order to prevent serious injury as a result of the alleged product issue.